Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had elevated flow and power readings in the vad clinic. Review of the log file by the manufacturers technical services representative showed the power and flow trending upward with pi trending downward. Additional information provided on (B)(6) 2018 stated that the power and flows improved but had not returned to the patient's baseline. The elevated flow and power was thought to be related to a clot. The patient was admitted and started on a bivalirudin IV infusion.

Manufacturer narrative:
No product was returned for evaluation. Evaluation of the submitted system controller log file confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas instructions for use explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018, the customer reported that the patient's lactate dehydrogenase (ldh) was ok, urine was clear and no symptoms. On (B)(6) 2018, the patient's vital signs and labs were ok. Inr target was increased. On (B)(6) 2018, vitals signs remained ok and ldh was 360 u/l. On (B)(6) 2018, it was reported that there were no signs of hemolysis on labs. On (B)(6) 2018, it was reported that the patient had absolutely no signs chemically or symptomatically of pump thrombosis. Additional log files submitted for review continued to show transient power and flow elevations.